Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was unable to be powered on. The device's system board and power supply were replaced to address the issue. An issue related to the device's flow sensor assembly was observed and the flow sensor had evidence of physical damage. The device's flow sensor assembly was replaced to address the issue. During the evaluation of the device, the device failed steps during testing. The device's oxygen blending module board and blower motor were replaced to address the issues.